Event description:
A physician reported that following placement and deployment of a lobo vascular occlusion system device (model lobo-7) during a splenic artery embolization procedure, the device did not appear to occlude. It was also alleged that the device became displaced after approximately six (6) minutes.

Manufacturer narrative:
No injury was associated with the reported incident, and no medical intervention was required; the device was left in situ without clinical sequelae. The physician placed coils behind the lobo-7 device to assist in occlusion and complete the procedure, without further incident. The device was not returned for evaluation, and no lot number was provided; therefore, neither an investigation nor a manufacturing review could be conducted.